Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced syncope episode. The pacer dependent patient presented in hospital. Upon interrogation, the right ventricular lead exhibited complete av block. The lead was explanted and replaced. The patient was in stable condition post operation.